Event description:
It was reported that the patient had infections every year. The patient also experienced swelling, knee felt hot to the touch. Patient had revision on (B)(6) 2012 at (B)(6) medical center.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.